Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation the device was attached to the injection port of the device and was unable to pass fluid all the way through the distal end of the sheath. There is excessive evidence of thick white substance stuck inside the sheath, which most probably caused the user¿s experience. There were no dents/kinks noted with the insertion portion sheath on the device. The slider movement was normal and smooth. The distal end needle tip fully extends properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that when single use injector, the needle was engaged, and the solution would not come out of the syringe during the therapeutic laryngeal injection procedure. The intended procedure was performed with another similar device. There was no delay nor patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the syringe failure could not be determined. It is possible that the issue occurred due to compressive buckling when the needle was extended due to great friction between the outer tube and the needle, the slider was abruptly pushed, or due to the angle of the distal end of the endoscope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿¿before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ¿do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ¿before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. ¿confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. ¿when inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. ¿do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument.¿ olympus will continue to monitor field performance for this device.